Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. The device was evaluated in the field and the issue was confirmed; there were bent and broken/damaged components. The device was repaired and returned. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 1 malfunction event(s), where it was reported there were accessible sharp metal edges and the cot was difficult to load or unload. There was patient involvement, however there were no consequences or impacts to the patient.